Event description:
(B)(4) clinical study; same case as MDR#2134265-2014-06578. It was reported that restenosis occurred. In (B)(6) 2011, the patient presented with stable angina (ccs classification: 2) and was referred for cardiac catheterization. The first, 80% stenosed, 22x3.00mm, target lesion was a de novo lesion located in the proximal left anterior descending artery (lad). The first target lesion was treated with pre-dilatation and placement of 2.5 mm x 24 mm ion us coa stent. Following post-dilatation, residual stenosis was 0%. The second, 90% stenosed, 14x3.00mm, target lesion was a de novo lesion located in the mid lad. The second target lesion was treated with pre-dilatation and placement of a 2.50 mm x 16 mm ion us coa stent. Following post-dilatation residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient was hospitalized with diagnosis of coronary artery disease (cad) positive stress test. The 90% stenosis at the overlapping area of the previously placed study stent located in the proximal lad was treated with placement of 2.75 mm x 12 mm promus premier stent, with 0% residual stenosis. The 90% distal edge stenosis of the previously placed study stent located in the mid lad was treated with placement 2.25 mm x 8 mm promus premier stent, with 0% residual stenosis. The event was considered resolved without residual effects.

Manufacturer narrative:
Device is combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).